Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin. Net with non-sustained right ventricle over-sensing episodes due to post-paced t-wave over-sensing from their implantable cardioverter defibrillator device. The device was post-paced t-wave over-sensing on the right ventricular channel, noted on a stored electrogram. The patient did not receive any therapy during the over-sensing. Programming changes were discussed. No patient symptoms or condition were reported.